Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the handpiece operated at low speed and was noisy when the throttle was depressed. This was noted during kit inspection. No harm or surgical delay occured. Diligence is complete.